Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative noting that the device was explanted during emergency surgery for the open wound and infection. Because this surgery was done quickly a representative was not able to be present and the device was discarded by the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the health care provider (hcp) met with the patient and the patient's pocket opened up and the battery could be seen. The implantable neurostimulator (ins) site had drainage. The patient had been recently implanted on (B)(6) 2018. Additional information was received from the health care provider (hcp) via a manufacturer representative reporting that there was an infection. The patient was admitted to the hospital and placed on IV antibiotics over the weekend. The system was explanted on (B)(6) 2018. The patient was going to be discharged from the hospital on (B)(6) 2018 and continue with antibiotics at home. No further complications were reported.